Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system software on the image acquisition system (ias) became corrupted. The software was reloaded and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that that system was not booting. The mobile view station (mvs) was booting normally but the image acquisition system (ias) was not booting. On the pendant it read "system booting please wait". Further investigation found that the system application was not booting and ias windows had an error message. There was no patient impact reported and a delay to surgery of less than one hour.